Manufacturer narrative:
Image review: a review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (afe) on 20-aug-2024. The following additional information was provided: it appears that the grip axis pin has dislodged, and there are no missing pieces. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm prograsp forceps (pf) instrument clamp shaft was out. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.061" at the swaged end compared to the nominal pin diameter of 0.073" grips and other components adjacent to the dislodged pin do not show damage.

Event description:
Refer to h10/h11 for follow-up information.